Event description:
A nurse from the user facility reports that the surgeon had difficulty with the delivery system while loading the intraocular lens. (Iol) in the cartridge. It was necessary to remove the iol following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.